Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had the several no delivery alarms. The customer's blood glucose level was 7.9 mmol/l. It was also stated that the alarms occurred during normal basal delivery, the customer was disconnected from the insulin pump and the insulin pump was still alarming after being disconnected. The insulin pump will be returned for the analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test.